Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.2, lab: 1.9. Pt was tested at a lab, then 7 hours later tested on his inratio2 meter.

Manufacturer narrative:
Investigation pending.